Manufacturer narrative:
(B)(4) the customer returned one guide wire assembly for analysis. No obvious signs of use were observed. The guide wire was removed from the tubing. Visual analysis of the guide wire revealed two obvious kinks/bends on the coiled section. Microscopic examination confirmed the kinking. Further analysis revealed that guide wire assemblies of this type are intended to include a j-straightener component at the distal opening of the tubing. A lab inventory straightener was added to the tubing. It was confirmed that all sections of the guide wire were covered by the tubing assembly, protecting it from damage. The kinks in the guidewire measured 0.3cm and 1.7cm from the distal weld. The overall length of the guidewire measured 31.5", which is within the specification limits of 30.99"-31.99" per the guidewire product drawing. The outer diameter of the guidewire measured 0.0175", which is within the specification limits of 0.0175"-0.0185" per the guidewire product drawing. A manual tug test confirmed that the coiled section of the guide wire was secure and intact. With the guide wire fully inside the tubing, a lab inventory j-straightener component was added to the distal end. All sections of the guide wire were covered, protecting it from damage. A device history record review was performed based on the certificate of conformity (coc) provided by the supplier (B)(4). Per their review, no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed kinking towards the coiled end of the guide wire. Guide wire assemblies of this type include a j-straightener; however, the returned assembly did not include this j-straightener. During assembly with a lab inventory straightener, all locations of the kinking would be covered by the tubing assembly, protecting it from damage. Based on the customer report and the sample received, the root cause cannot be determined as it is unknown if the customer removed this j-straightener during handling. Likewise, it is unknown if the kinking occurred during or prior to the customer handling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "I need to report a defective arrow marked guidewire 0.018 in/80cm length. It was bent coming out of the protective sheath".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I need to report a defective arrow marked guidewire 0.018 in/80cm length. It was bent coming out of the prote ctive sheath".